Event description:
It was reported that this deep brain stimulation (dbs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block d.2b; additional applicable product codes: nhl, pjs. The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established.